Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During revision of competitor's product, screwdriver tip broke off. Per complaint form: doctor was inserting right s1 screw. Size 7.5x45 1797-12-045. The case was a revision of competing company. We had removed a 6.5x45 screw. We did not tap due to revision. The driver tip sheared off. No issue beyond and case moved forward.

Manufacturer narrative:
Additional narrative: one (1) expedium si quick-connect polyaxial screwdriver [product code: 2797-12-400] was returned to the complaints handling unit (chu) for evaluation. Visual examination at the macroscopic level revealed that the fracture was located at the driver¿s distal tip, the second half of the tip was not provided with the device. The fracture analysis report suggests that the driver underwent a quasi-static torsional shear failure starting at the hex lobes and is extended to the potential fracture termination site. No material defects or other abnormalities were observed in this analysis. In addition to fracture analysis, a hardness test was performed on the part. The results from the hardness test showed that the average was within the specified hardness range. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the cam tightener shaft¿s tips breaking cannot be determined from the sample and information provided. The results of fracture analysis have found that a probable root cause is quasi-static overload torsional shear failure, potentially due to unexpectedly high amounts of torsion placed on the tips of the instrument during use. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.